Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit was received with blank display due to corroded electronic assembly. Also, corroded motor and vibrator motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that drive support cap popped out when attempting to prime. Customer does not know how damage occurred. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.